Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Functional quality testing was not performed since the attachment was not working as receive. An actual temperature reading was not captured however, a root cause as to why this situation could have occurred could be determined based on quality observations. Microscopic evaluation revealed moderate to minor gear wear. The bur end bearing retainer was seized up to the set assembly. The bur end bearing retainer exhibited significant deformation. Some debris and significant corrosion was seen within the cap and head cavities and all inner components. The lack of lubrication may have caused friction and as a result increase the temperature causing heat reported in the complaint.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.